Manufacturer narrative:
Correction- manufacturer report 2017865-2020-17934, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide). The serial number should have been sn: (B)(6) instead of sn: (B)(6) in the previously submitted MDR and as the correct model number is ide, it does not need to be reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's implantable cardioverter defibrillator was exhibiting myopotential over-sensing. No intervention was performed. The patient's condition was not provided.